Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology at the time of implant were not reported. The aneurysm is currently about 6.5 cm in diameter, and the aortic neck is 28 to 31 mm in diameter, non-angulated, and without thrombus or calcification. It was reported that after the talent bifurcated stent graft was implanted, an aortic cuff was also implanted either at the time of implant or at some time later for an unknown reason. The patient has had a type ii endoleak, which was treated in 2007 by coiling, and there may have been aneurysm growth in the past but possibly little since 2007. The patient recently was found to have a slight proximal type I endoleak; however, the cause of the endoleak is unknown. The physician has elected to intervene at a later date. No additional clinical sequelae were reported, and the patient is stable.

Manufacturer narrative:
(Required intervention) - evaluation results: (endoleak), (type ii endoleak).